Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received buttons was sticky. Customer¿s blood glucose level was 172 mg/dl. Customer also reported that the rejected new batteries once or twice and when calibrate from meter did not always receive blood glucose still calibrating. Troubleshooting was declined. The device will not be returned for analysis.